Event description:
Patient developed endophthalmitis symptomatic with hypopyon, intraocular infection and acute corneal decompensation after undergoing the cataract surgery on his left eye. Patient was treated with topical application of corticosteroids, and topical, IV and intraocular antibiotics. Secondary surgical intervention (enucleation) was performed in '08.

Manufacturer narrative:
The batch record, including sterility testing records was reviewed and did not reveal any issues with the alleged product lot. There were no other complaints concerning this product lot. The initial reporter considered the cause of adverse event as unknown.